Event description:
It was reported that the customer had low blood glucose of 30 mg/dl and the insulin pump drive support cap and label are coming out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube lip, scratched display window. Drive support disk was inspected and no anomaly was noted.